Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the last couple of sensors have not had correct readings. Customer stated that the sensor has a low reading when she is not. Customer's blood glucose was currently 523 mg/dl and the sensor glucose value was 111 mg/dl. Customer stated that she calibrates 4 times a day when everything is normal. Customer calibrates more than double that when she is having inaccurate readings. Customer was advised that the readings will not be correct due to over calibration. Customer has decided to change the sensor. Customer called again to report a bad sensor alarm and a blood glucose in the range of 300-506 mg/dl. Customer has been treating with a bolus and also changed out her set. Customer did not wish to troubleshoot the pump. Customer didn't change out her reservoir and has been treating with the bolus wizard. Customer was advised to consider a manual injection and to take off the sensor and not to replace until her blood glucose is below 300 mg/dl.